Manufacturer narrative:
Analysis confirmed that the output connector assembly was broken. It was also noted that the hanger assembly was broken, the display wire was pinched with the wire insulation exposed. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connector was broken on the external pulse generator (epg). The epg was returned for servicing. No patient complications have been reported as a result of this event.